Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a short time before completion of the procedure, air was noticed accumulating in the arterial filter. As the procedure was nearing completion, the surgery was concluded as planned and no changes were made. *no consequence or health impact to patient *product was not changed out *procedure was completed successfully.